Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the needle plunger of the device was returned for evaluation. The body of the device, suture, cuffs, link, and needle tip, key components of the device, were not returned; therefore, the reported suture breaking when the needle plunger was removed could not be confirmed. However, the returned needle plunger assembly indicated the barb of the anterior needle was damaged, which is consistent with the anterior needle detaching from the anterior cuff during needle plunger retraction and could appear very similar to the reported suture break. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture breaking during needle plunger retraction incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.